Manufacturer narrative:
During a procedure using a brachial approach a powerflex pro was inserted and inflated at the target lesion; however it ruptured at 3atm (three atmospheres) during the initial inflation. In the same procedure, a chevalier universal 300 was inserted with an unknown balloon catheter and delivered to the lesion. However, a kink was confirmed on the chevalier guidewire. There was no reported patient injury. The patient¿s information is unknown. The target lesion was the iliac artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). After the burst, the powerflex was replaced with a new powerflex pro. The product was removed intact (in one piece) from the patient. The chevalier and the unknown balloon catheter were removed and the chevalier was replaced with a new chevalier 300. The procedure was finished successfully. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17171526 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification and tortuosity may cause damage to a balloon catheter during use. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during a procedure using a brachial approach a powerflex pro was inserted and inflated at the target lesion, however it ruptured at 3 atmospheres (atm) during the initial inflation. In the same procedure, a chevalier universal 300 was inserted with an unknown balloon catheter and delivered to the lesion. However, a kink was confirmed on the chevalier guidewire. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). After the burst, the powerflex was replaced with a new powerflex pro. The product was removed intact (in one piece) from the patient. The chevalier and the unknown balloon catheter were removed and the chevalier was replaced with a new chevalier 300. The procedure was finished successfully. The products were clinically used and will not be returned for analysis. Additional procedural details were requested but are unknown.